Manufacturer narrative:
The customer performed troubleshooting by reanalyzing the samples to obtain higher results. The customer confirmed that the issue was resolved with the replacement of ict reference solution. Trending review did not identify any trends. There was no issue found related to the current complaint. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely depressed sodium results generated on the architect c16000 processing module for 13 patients. The following data was provided (reference range 136-145 mmol/l): initial result: repeat result on alternate architect (mmol/l): 1. 116 / 144, 2. 119 / 145, 3. 114 / 141, 4. 116 / 142, 5. 117 / 144, 6. 118 / 145, 7. 115 / 141, 8. 118 / 144, 9. 117 / 141, 10. 112 / 139, 11. 115 / 141, 12. 115 / 139, 13. 120 / 147, no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.